Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusion alarms. A review of the event history log identified "upstream occlusion!" On the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The cause was determined to be the ultrasonic sensor fluid readings were found to be out of specification. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion alarms. There was no patient involvement. No additional information is available.